Event description:
Reportedly, the device emitted alarm tones and the display went blank while monitoring a patient.

Manufacturer narrative:
The reported device was returned to the factory for evaluation. In an evaluation by the factory, the device intermittently emitted alarm tones. These alarms were logged for errors which do not affect the ability to use the device for pt therapy. No discrepancy of the device display was observed.